Event description:
It was reported that the pump was loose and flipping in the patient's abdomen. At a refill the healthcare professional (hcp) had to manipulate and flip the pump over in order to refill it. The hcp was able to fill the pump that day. Per the patient, the hcp did not seem concerned about the pump having to be flipped back. The patient stated that she was able to move the pump. The patient was redirected to the hcp. The pump was used to infuse morphine (unknown). No intervention or outcome was reported. Follow up was conducted to obtain further information. If additional information be received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
On (B)(6) 2015, additional information received from the patient, with regard to the flipped pump, reported that they had to have it "re-tacked down" two weeks prior, because it kept flipping on them. No patient symptoms were reported. On (B)(6) 2015, the drug in the pump was reported as dilaudid (hydromorphone); the lot number, concentration, dosing, and dates of therapy were unknown. Additional information regarding the circumstances that led to the flipped pump was requested. If additional information is received, a follow-up report will be sent.

Event description:
On 2015-09-15, additional information received from the consumer reported that there had been no significant changes in the patient's activity level before the pump began flipping in their abdominal cavity. It was reported that it was "apparent to all" that the pump was either not originally tacked down, or that the sutures simply broke and the pump was then able to spin in the pocket. On an unknown date, the patient had "recent" surgery to secure the pump. However, the pump was already flipping to the side, despite the pump being securely sutured down. It was unclear to the patient what could be done, or if anything should be done.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the healthcare provider (hcp) easily flipped the pump to gain port access at a refill. The cause of the flipped pump was unknown and had not been corrected. The patient had been in contact with the managing hcp, but the hcp had not addressed the pump spinning around. The pump flips when the patient was sleeping. The patient felt it is causing a better chance of the pump wearing through the skin. The patient noted that "the pump sticks out on it's side when she sits and goes to the bathroom, like when she is having a bowel movement." The patient was wearing an abdominal binder but didn't sleep in it, because it was too uncomfortable. The patient would like the hcp to suture it back down, but the hcp keeps putting the patient off and making excuses as to why he could not do it. If additional information is received a follow up report will be sent.